Event description:
It was reported that after a patient exam was completed, the technologist was "straightening up the system." When trying to position to zero degrees the c-arm continued to rotate past the zero position. No injury reported. A field engineer was dispatched to the site and determined that the rear rotation switch needed to be adjusted and tightened. Once this was completed the system was working as intended.